Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "boom boom" feeling and was "rushed to hospital". The right atrial (ra) lead exhibited a re-dislodgement. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.